Event description:
It was reported that when the device was used during a left thoracoscopy, it was reported by the rep that the surgeon was performing the procedure on a pt that had a pneumothorax and ended up doing a bleb resection with the device. When approximating the tissue and firing the staples/cutter, the release button on the cutter would not release the tissue after depressing the button. The surgeon had to pry open the approximation anvil. Opened new device to complete the case. There was no consequence to the pt.